Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been having fecal seepage since june 2016. It was noted that therapy was on and working for their bladder, but not the seepage. They had seen their healthcare provider about it, but they didn¿t seem to do much about it. The patient had also met with a manufacturer representative (rep) ¿some time ago¿ for an adjustment and wanted to know if they would meet with the rep again. It was recommended that they follow up with their healthcare provider in order to meet with the rep. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that ¿a couple, three months ago¿ the patient had been having a problem with fecal incontinence. It was noted that sometimes they had it and sometimes they didn¿t. It was recommended that they follow up with their healthcare provider to discuss their symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported about six months ago the patient experienced a loss of therapy and bowel problems, and the consumer was looking for help with making adjustments. During the call it was determined therapy wasn¿t on so they were walked through turning stimulation on, but despite instructions the consumer didn¿t decrease stimulation prior to turning stimulation back on so it was up way too high. Following this stimulation was turned down on program 2 at 2.2 allowing the patient to feel stimulation. Following this the consumer looked back at their calendar and noted they made an adjustment on (B)(6) 2016 and turned up and then again on (B)(6) 2017, but they weren¿t sure if they turned it on even though the patient had been telling the consumer felt it, but evidently stimulation had been off. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.